Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power up anymore therefore, was unable to obtain glucose readings. As a result, on (B)(6) 2022. The customer experienced dizziness and had a loss of consciousness, however, regained consciouness and self-treated with a "coke" and pradaxa for the treatment of hypoglycemia. No third-party treatment was provided. No further information was provided. There was no report of death or permanent impairment associated with this event.